Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was noted to be at elective replacement indicator (eri). During the previous follow-up, the merlin programmer was suspected to have overestimated the device longevity. The device was explanted on (B)(6) 2017 and replaced with no adverse consequences to the patient.